Manufacturer narrative:
Updated field: b4, d8, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported cs100 battery backup is too low. Batteries are need to be replaced. The batteries still not available due to bis certification. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field: b5, b6, b7, d10, h6 (health effect ¿ impact codes).

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) battery backup is too low. There was no patient involvement

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) battery backup is too low. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported cs100 battery backup is too low. Batteries are need to be replaced. The batteries still not available due to bis certification. 08-07-25: batteries replaced from customer stock, now working okay.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.